Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 19976242 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 7080389 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 19976242 model/catalog description: avista MRI perc lead kit 74 cm (B)(4). Model number/catalog number: sc-4319 batch/lot number: 18866093 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-4319 batch/lot number: 36814297 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. Symptoms of pain, abscess, lump, and small white tube rubber like material were noted. The patient has been seen by an infectious physician and other physicians at the urgent care and emergency room, wherein it was confirmed that the infection was spreading. Infection was confirmed to be device related and patient was administered with antibiotics. The patient was initially planned for a revision; however, upon evaluating the patient, the distal tip of the anchor was exposed. The physician opted for an explant procedure. All device components were removed and not returned.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. Symptoms of pain, abscess, lump, and small white tube rubber like material were noted. The patient has been seen by an infectious physician and other physicians at the urgent care and emergency room, wherein it was confirmed that the infection was spreading. Infection was confirmed to be device related and patient was administered with antibiotics. The patient was initially planned for a revision; however, upon evaluating the patient, the distal tip of the anchor was exposed. The physician opted for an explant procedure. All device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 19976242. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 19976242. Model/catalog description: avista MRI perc lead kit 74 cm. UDI: (B)(4). Model number/catalog number: sc-4319. Batch/lot number: 18866093. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-4319. Batch/lot number: 36814297. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4). Investigation results: complaint reported infection at ipg incision site with symptoms of pain, abscess, lump, and exposed material. Infection progressed despite antibiotics, leading to explant of all components. Device not returned. DHR and labeling reviews performed; no manufacturing or labeling issues identified. Device history record: DHR review confirmed lot met all manufacturing and quality requirements. No deviations, nonconformances, or rework related to the reported event were identified. Product was released within specifications. Labeling review: labeling reviewed and found adequate. Infection, implant site pain, and related complications are identified as known risks in the IFU. No labeling discrepancies noted. Investigation conclusion: device not returned for evaluation. DHR review found no manufacturing issues. Reported infection is a known complication of scs systems. Probable cause: known inherent risk of device.